Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please clarify the statement you provided of "" the drain was placed through the anus to reduction of pressure"¿? Is this drain typically placed after this procedure? Or was this an intervention that was done to address the staple line issue? No further information is available. Was the hole in the staple line due to the staple line being incomplete (missing staples)? No further information is available.

Event description:
It was reported that during an open colostomy closure, air leak was observed at the leak test (40ml) after the firing. The device was used on the rectum. The leakage might have occurred from the staple hole on the staple line at the anterior wall. There was no difficulty in the firing. The washer was cut properly, and there was no difficulty in removing the device from the patient. The donuts were created properly. Additional suture was performed to complete the case. The drain was placed through the anus to reduction of pressure. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 03/24/2020. Additional information received: the device will not be returning.